Event description:
Customer was hospitalized due to diabetic ketoacidosis. Blood glucose value at the time of admission was 435 mg/dl. Customer stated that he was involved in a motor vehicle accident in which he was the driver. Customer was not on the pump at the time of the call and blood glucose level was 283 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.